Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from the previous six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smells issue is likely due to the catalytic converter and oil mist filter cartridge. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter cartridge were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "strong, oily smell" or odor emitting from the sterrad® 100nx sterilizer and four healthcare workers (hcws) experienced symptoms of throat irritation, and one hcw complained of a "slightly numb sensation on the lips." Their symptoms resolved the same day of the event without receiving any medical treatment, and all were reported to be ¿ok.¿ based on the information received in the complaint at the time the reporting determination was made, the hcws¿ symptoms suggests the event was not serious. However, this event is being reported as a malfunction subsequent to a serious injury for the report of odor/smell.